Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in hospital, the right ventricular lead exhibited low impedance, loss of sensing, loss of capture, suspected lead damage is noted. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable post procedure.